Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient was not getting sufficient pain relief and it appears that it is because one lead migrated upward. No environmental/ external factors were determined to have contributed to the issue. The x-ray was taken. The issue was not resolved at the time of this report. No surgical intervention occurred or planned. Patient's medical history of chronic pain syndrome. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the health care professional (hcp) are planning to revise the migrated lead. The date is unknown at this time. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was given a new program and was asked to give it about a week before making a determination for effectiveness. Surgery wasn't planned- the healthcare provider wanted to see if they could provide the patient with pain relief with the lead that was still in its original space. The representative noted that the resolution was pending. No further complications reported.